Event description:
It was reported that the product was explanted because it failed to function correctly.

Manufacturer narrative:
The valve was patent, but it did not pass leak testing due to a puncture hole in the silicone dome between the reservoir and occluder. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.